Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) foam sponges were found outside of the minicaps. This was found prior to use, before patient connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, one (1) photograph and fourteen (14) retention samples were received for evaluation. Visual inspection of the photo indicated that the reported issue (sponge outside the cap) was verified. The cause was not determined. Visual inspection of the retention samples showed packages are completely closed without damage or stains of povidone iodine. Pouches were not open to verify if the minicaps presents sponge out of cap or missing due to this one would be a destructive evaluation, leaving these useless. The reported issue was not verified for the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.